Event description:
Following a ptca procedure the pt complained of chest pain with st elevation on ECG. Cag was conducted and thrombus was observed in the implanted cypher stent in the proximal rca. To treat the thrombus, aspiration and poba was conducted, and thrombolytic agent was administered by i.v. Flow was recovered a little and poba was conducted again twice. Thrombolytic agent was administered. The next morning, the pt complained of chest pain with st evevation of ECG again. Cag was conducted and thrombus was observed int he implanted cypher at the proximal rca and previous similar treatment was conducted. However, thrombus originated immediately. Then the physician thought the pt had heparin induced thrombocytopenia (hit) therefore heparin was stopped. The total occlusion at the proximal rca was not recovered; the procedure was conducted because the pt had a collateral running vasculature.

Manufacturer narrative:
This 51-year old male patient was admitted electively for a procedure. His past medical history consisted of an old heart attack with previous intervention, hyphertension, lipid metabolism abnormality, smoking and a past family history of cad. The target lesions were restenosis of driver stents placed in the proximal, mid and distal right coronary artery. The lesion was not chronically totally occluded (cto) and classified as a type c lesion that was 70mm in length. Pre-dilatation was done with a 3.5x20mm balloon at 10 atms and with a 2.5x20mm balloon at 14 atms followed by the placement of three overlapping cypher stents. A 3.0x28mm cypher stent was deployed at 20 atms for 30 seconds at the distal rca followed by the placement of a 3.5x23mm cypher stent deployed at 16 atm for 30 seconds at the mid rca. A third cypher stent with dimension of 3.5x23mm was also deployed at 20 atms for 30 seconds at the proximal rca. The safety and effectiveness of placing cypher stents into a lesion longer than 30mm above rated burst pressure as well as treating a cto that was a restenosis of a previously treated long stenosis with collateral circulation has not been proven. The patient complained of chest pains that night with st elevation on ECG. A repeat angiogram was performed and thrombus was seen in the implanted proximal rca cypher stent. This was treated with aspiration and plane old balloon angioplasty (poba) was performed. Monteplase, a thrombolytic agent, was administered by i.v. And flow was restored recovered a little and poba was performed twice. The following day, the patient complained of chest pain with st elevation of ECG again and a repeat angiogram again revealed thrombus in the cypher stent in the proximal rca. This was treated with aspiration and poba, as well as the use of monteplase i.c. However, the thrombus occurred immediately. At this point, the physician though the patient had heparin induced thrombocytopenia (hit) and heparin was stopped. Because the patient had a cto before, the procedure was concluded because the patient had a collateral circulation of this area of his heart. The physician indicated that there was possibility that the patient had thrombosis because of hit. The product was not returned for analysis. A device history record review was conducted and the product met quality requirments for product acceptance. Conclusion: there are multiple patient, lesion, pharmacologic and procedural factors impacting these events.